Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receiving error 242.4030 on 8100 device (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives the error 242.4030 on 8100 (s/n 13828187). Explained to customer the problematic issues that produce the error code 242.4030. Customer to interchange the ail sensor to isolate fault. This did not resolve the error message from returning. If the issue persists, then interchange the motor control board. Customer informed device is under warranty and will be sending for repair. Transfer customer to our service notifications team to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call. Ref: (B)(4).